Event description:
During a carotid stenting procedure the patient had an episode of bradycardia and hypotension, which was treated with atropine and neo-synephrine. Thirty-one hours post-procedure, the patient suffered a myocardial infarction (mi). The patient is a female with a history of 3-vessel coronary disease and chronic angina. The patient was enrolled in the study. The target lesion was the right internal carotid artery (ica). The vessel was described as moderately calcified and circumferential. Tortuosity was mild. The rate of stenosis was 80%. The physician made access to the patient in the right femoral artery. An arch aortogram and selective carotid angiogram was performed. Following angiography, a cook shuttle sheath was inserted and a 6mm angioguard distal protection device was advanced and positioned in the target vessel, distal to the lesion. Pre-dilation was performed with a 4x20 aviator balloon. During pre-dilation the patient suffered an episode of bradycardia and also became hypotensive. Atropine and nitroglycerin were administered. Following pre-dilation a precise stent was successfully placed at the lesion and post-dilated with a 5x20 aviator balloon. The patient's heart rate and blood pressure was stabilized. The procedure was successfully completed. The patient tolerated the procedure well and was neurologically intact when taken from the angio suite. The physician noted that the bradycardia and hypotension was due to balloon angioplasty induced baro-receptor trauma, which was successfully treated overnight with neo-synephrine. Approximately thirty-one hours post-procedure the patient suffered an mi. The patient's peak troponin was 19.88 the morning in 2008. Later that day, troponin dropped to 12.9. The patient was discharged the next day. There were no new complaints. She was discharged home in stable condition. There was no chest pain. The patient was free of focal neurological effects.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 1016427-2008-00192, and 9616099-2008-01701.